Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for degen erative scoliosis. It was reported that rod was broken between l3/l4. The procedure involved in the event was posterior decompression and fusion of t10 to iliac and levels implanted was t10-iliac. There was patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that there are no plans for reoperation for removal of broken rod. The lot number of the reported rod is 0664446w. The implant date of the rod is (B)(6) 2019.